Event description:
While attending to a pt with a bleeding arm (unrelated to this scan or equipment) the magnetic resonance (mr) technologist mistakenly used a metal gurney which is not mr compatible. As the technologist approached the mr magnet with the gurney it pinned her to the magnet and caused a bruise to her right knee. The technologist was released when the gurney was pulled away from the magnet by five people. As a precaution the technologist was seen in the emergency room and released. Since the time of this event a new protocol has been implemented, restricting any none mr compatible equipment from zone section 2 of the mr area. The mr technologist did recover from this incident.